Manufacturer narrative:
One embolectomy catheter was returned without the package or inflation syringe. The balloon inflated with 0.2ml air and the balloon was found to inflate clearly and concentrically although fluid was observed inside the balloon. The syringe was removed and the balloon deflated very slowly and did not deflate completely. When the fluid was removed from the balloon and the balloon was inflated a second time with 0.2ml air, the syringe was removed and the balloon deflated completely in less than 1 second, which is within the allowable specification. As indicated in the product IFU, the 2fr embolectomy is designed to be inflated with air, rather than fluid. The catheter body was found to be in good condition. The balloon deflation complaint was not confirmed. No indication of a manufacturing defect was noted during the analysis. Review of the available information suggests that an incorrect inflation medium was used (fluid instead of air). No actions will be taken at this time. This report is associated with report # 2015691-2013-20571.

Event description:
It was reported that two catheters were used and the balloons would not deflate. There were no patient complications reported. No additional information was received that would indicate how the catheters were used or what was used for inflation medium.